Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient; product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient had a history of revisions. The patient had twenty-two revisions in the past and no further information was provided.